Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported speaker error was reproduced as a 'system error 616'. A review of the event history log revealed 'system error 616' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose speaker. The rear case requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.